Manufacturer narrative:
The axium 3d coil has not been returned for evaluation; product analysis cannot be performed. The device has not been returned; the reported event could not be confirmed. The causes of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of axium coil break during a procedure. The patient was undergoing embolization of a ruptured, saccular aneurysm in the right posterior communicating artery. Vessel tortuosity was described as normal. The devices were prepared as indicated in the IFU. A continuous flush was administered during the procedure. It was reported that during the procedure, the axium was advanced through the catheter and became locked up. The coil felt "heavy to be pushed." When the coil was pushed out of the catheter, it was reportedly "unraveled." In addition, it was reported that the coil pusher became kinked/broken. The coil was removed from the patient. The procedure was completed using new coils without further issue. There were no reports of patient injury in association with this event.

Manufacturer narrative:
Additional information, device evaluation the axium coil was returned for evaluation. As received, the axium pushwire was found to be bent at approximately 8cm and 161cm from the proximal end. The proximal end of the pushwire was found to be extending out from the proximal end of the introducer sheath. The axium implant coil appeared to be stretched and extending out from the distal end of the introducer sheath. The polypropylene filament was found to be broken. The axium coil could not be pushed out from the introducer sheath for further evaluation as it was found to be stuck. The axium coil could not be used for testing with an in-house microcatheter due to its damaged condition. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the axium coil analysis, the customer report of axium pushwire break was not confirmed. The axium implant coil was found to be stretched and the pushwire was found to be bent. Based on the analysis, this event no longer meets the criteria for MDR-reporting. If information is provided in the future, a supplemental report will be issued.